Event description:
It was reported that a nurse loaded the IV administration set into the pump upside down which lead to a perceived backflow of blood. It was determined that the blood seen was due to a lack of positive pressure towards the patient. The incident occurred in the medical surgical care area and the patient was being infused with an antibiotic at 250 ml/hr. There was no report of any patient injury. The reporter stated that there was no allegation of malfunction against either the pump or the set and this event was due to a user error which has been corrected.

Manufacturer narrative:
(B)(4).